Manufacturer narrative:
Updated fields: b2, h2, h6, h11. Additional information: it was reported that perineal tissue was caught in the pulley/wrist area of the force bipolar instrument and the customer could not remove it. The tissue was excised away using scissors. The excised tissue was not planned to be removed as part of the procedure; however, the customer stated it did not impact the procedure. The surgeon reported there was no blood loss, post-operative complications, or concerns for long-term complications. The procedure was completed robotically, and the patient recovered well.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint. The grip tips opened and closed properly. Internal and external visual inspection were performed and passed. The instrument was fully functional, and no product issue was found.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia procedure, unspecified tissue was stuck in between the gears of the force bipolar instrument, and the customer could not remove it. It is unknown how the tissue was removed. The procedure was completed.